Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the cardiac resynchronization therapy defibrillator (crt-d) was "not working" and th e patient had "episodes." The device remains in use. No further patient complications have been reported as a result of this event.